Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release; 2531779-03/24/2010-003-r.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize a filled cartridge and dispensed insulin during the load cartridge step. The pump reportedly emptied the cartridge during the load step on multiple occasions. This report is being made based on the alleged malfunction.